Manufacturer narrative:
The device was returned to olympus for evaluation. An evaluation could not confirm the customer's allegation of e322 scope communication error. However, the allegation "color bars appear on the monitor and no image was displayed" was confirmed. This was due to defect in the cable. The cable was twisted due to which the internal wire was damaged. There were few additional findings. Leakage from the cable was noted due to cut marks on it. One of the switch buttons was ruptured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the camera head had color bar displayed on monitor screen and no endoscopic image was displayed. An error 322 was displayed and camera head information was not displayed. The issue was found during preparation for use in a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a non-olympus device. There were no reported delays, no health impact or harm on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that poor communication occurred due to cable failure, and ¿the image was not displayed¿. The cause of the occurrence of cable failure was determined to be due to flood from cuts on the cable. Additionally, ¿e322 error¿ was not reproduced. E322 error is the error that occurs when they try to display information of the body without connecting the camera head. It was determined that poor communication occurred due to flood inside the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.